Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, the lead exhibited high, out of range pacing impedance. The alligator clip cable was changed with no resolution. The physician suspected that the issue might be caused by a fracture of the lead. The lead was not used and was replaced. There were no consequences to the patient.